Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing as increased sensing integrity counter (sic) was noted. Additionally, variability of the rv lead pacing impedance was noted. A fracture of the rv lead was suspected. The rv lead detections were programmed off, and the rv lead remains in use while the treatment plan is finalized. No patient complications have been reported as a result of this event.